Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 6 months post implant of this bioprosthetic valved conduit implanted in the pulmonary position of a pediatric patient, it was explanted. The valve was replaced with a 23mm non-medtronic bioprosthetic valve. The reason for the replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.